Event description:
Caller states patient tested 5.8 inr and 3.4 inr on coaguchek xs plus system 1, and 3.3 inr on coaguchek xs plus system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system however caller has discarded the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 21637111, expiration date 03/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.